Event description:
During product evaluation by baxter personnel, a colleague infusion pump failed a mounting clamp check. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.this involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. If any additional information is received, a follow-up MDR will be sent.